Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) or pump error during testing. However, device received with a high sleep current measurement test, problem isolated to the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. The customer was assisted with troubleshooting. Customer stated that insulin pump had unspecified insulin pump error alarm. Customer reported they received the open book image with a big red x on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.